Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level over 1400 mg/dl and diabetic ketoacidosis (dka). The contact did not provide further information. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.